Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the screen was not enabling user to correctly select on screen functions. There was damage discovered on the device, but not sure if related to the fault nor how the damage occurred. There was no patient involvement, no health consequences nor impact at this time.